Event description:
The affiliate reported the customer alleged clear fluid was on the counter coming from underneath the unit involving access 2 immunoassay system. The customer noted the system had vacuum over limits errors. The customer had on gloves and cleaned up the spill on the counter with paper towels. Beckman coulter, inc. Customer technical service (cts) guided the customer through inspecting the fluidics components in the unit and noted a small amount of fluid was directly below the pipettor wash tower. The wash tower was inspected for possible obstructions but none were found. The customer noted systems check passed. There has been no report of patient results being impacted. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012 and inspected and tested the vacuum system, no issues were found except for a small kink in the vacuum bottle. The fse noted the source of the clear liquid was discovered underneath the wash tower assembly possibly caused by moving the probe away from the wash tower during daily maintenance. The laboratory maintenance and event log confirmed vacuum issues and liquid leak started after maintenance was completed on (B)(6) 2012 at approximately 8 am. The system was cleaned and all fluidics were exercised and tested prior to system check passing within specification. All levels of quality control (qc) passed within specifications. The fse replaced the peristaltic pump and tubing due to loud grinding noise. No hardware malfunction was identified as the source of the fluid leak. The fse suspected weekly maintenance procedure, which had been recently completed by the customer, was the likely source of the spilled fluids. The fluid spill was contained underneath the unit. The fse verified system repair per the established procedures. The unit conformed to the manufacturer's published performance specifications. The customer has a standard risk management plan at the facility. (B)(4).